Event description:
It was reported that the 2500 system had an error message during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.